Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the atrial lead exhibited a mode switch, due to noise oversensing. No intervention was performed. And the patient's condition was unknown.